Event description:
Info received indicates the brakes are setting but the foot caster swivels when pushed from the side.

Manufacturer narrative:
The technician isolated the issue to a worn brake/steer caster. He replaced the brake/steer caster to repair the bed.